Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus was not able to confirm the customer's reported issue. Therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had issue with the focus on the scope. There were no reports of patients¿ harm.